Manufacturer narrative:
Determination of root cause: assessment: the physician indicated the event was due to human error and not the laser; therefore, he did not require a sys verification. A review of the complaint database reviewed no other similar complaints for this laser system. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the physician declined to provided pt records. Conclusion: based on the investigation and limited info, the root cause could not be definitively identified, however it appears to be user error. (B) (4). (B) (4).

Event description:
Adverse event: induced astigmatism. Poor clinical outcome. A physician reports an adverse outcome for one pt following refractive surgery. Surgeon attempted to treat +1.00 -2.75 x 85 and at the latest follow-up, the pt is -.50 -5.25x89. Follow-up info provided by the physician indicated he discovered the adverse event was the result of laser operator error. The operator mistakenly entered plus cylinder instead of minus. The physician also stated he does not feel the pt has been permanently harmed or injured by the event and he did not want to send pt records. No further info has been provided.